Event description:
It was reported that during a da vinci surgical procedure, the monopolar instrument cord caught on fire. When the surgeon inspected the cord, the initial reporter of this complaint indicated that he was informed that the fenestrated bipolar forceps instrument auto-fired and burned a section of the patient's bowel. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site's system logs and did not find any related system errors. According to the initial reporter, the instrument cords were connected to the correct ports on the valleylab force fx electrosurgical unit (esu). On 03/04/2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse inspected and tested the da vinci system. The fse verified that the da vinci system was ready for use. The fse stated that the monopolar instrument cord that caught on fire was a stryker monopolar cable. The cable melted and split. When the event occurred, the surgeon's assistant doused the fire with water. At the same time the event occurred, the fse indicated that she was informed that the fenestrated bipolar forceps instrument energized and caused the patient's injury. The surgical staff removed and replaced the fenestrated bipolar forceps instrument and also the monopolar curved scissors (mcs) instrument connected to the monopolar instrument cord. The surgical staff also connected a different esu to the vision side cart (vsc) in order to continue with the surgical procedure. No physical damage was found on the mcs instrument. The fse contacted the site's biomed department and a safety officer. The fse discovered that 3 out of 5 reusable monopolar cables in the sterile processing department were damaged from wear and tear in the same location where the subject monopolar cable involved with this complaint caught on fire. The sterile processing department was trained to do a continuity test on the monopolar cords prior to sending to the or for use. According to the fse, the monopolar cords had a recommendation for 20 uses. The fse indicated that the site was not keeping track of the number of uses.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. The root cause of the customer reported failure mode and the intra-operative complication cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation). Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgical staff indicated that the fenestrated bipolar forceps instrument auto-fired and the patient sustained a burn injury. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following event description: the patient was having a laparoscopic divinci robotic assisted resection and removal of a 20 cm pelvic mass. Two things occurred: a esu monopolar cable fire. Activation of the bipolar instrument without user input/activation - surgeon not in console at the time of the bipolar activation. The patient sustained a burn on her small bowel in the area where the fenestrated bipolar instrument was being used as a blunt retractor of the small bowel. This resulted in a small bowel resection with anastomosis.